Manufacturer narrative:
Product ID: 8709, lot# l59232, implanted: (B)(6) 1999, product type: catheter.

Event description:
It was reported that the patient¿s catheter kinked. It was noted that they discovered his catheter was kinked in 2000 and that it had been that way since implant. It was reported that he could move and the catheter would kink and the patient would go through withdrawal. It was noted that the catheter was replaced in 2003 and the issues stopped. It was reported that the pump was used to infuse hydromorphone, clonidine and bupivacaine.